Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient was asymptomatic but was dependent on the device for normal function. It was noted that noise reversions, noise and pacing inhibition was observed on the right ventricular (rv) lead via remote transmission and in clinic. Other parameters were stable. There were no r waves at vvi 30 to sense. Programming changes from bipolar to unipolar configuration and an increase in sensitivity was completed. The rv lead was pending lead extraction. The patient was stable.